Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable was replaced. No further info is available.

Event description:
The customer reported that the system would not display an image. No pt injury was reported.